Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, hemi head, modular sleeve and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup, hemi head and stem. Similar complaints have been identified for the modular sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The implantation report indicated the acetabular component was impacted into position in 15 degrees of anteversion; however, the surgeon noted during the revision ¿his cup only had about 10 degrees of anteversion on it.¿ therefore, micro-motion over time cannot be ruled out as a contributory factor to the reported pain and clinical reactions. With the information provided the clinical root cause of the reported pain, elevated metal ions, large fluid collection and ¿metallosis¿ could not be confirmed and it could not be concluded that the reported pain and clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. A potential root cause is improper loading of the cup due to the reduced anteversion. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
*Us legal mdl* it was reported that the patient underwent medically indicated revision of the bhr cup and the cobalt-chronium modular head of the right hip on (B)(6) 2020. The patient revision surgery was performed due to severe pain, limited mobility, metallosis, elevated cobalt and chromium levels, and adverse local tissue reaction. Intra-operative findings from the revision surgery performed indicate large fluid collection in hip joint. The patient outcome is unknown.